Event description:
It was reported that the insulin pump received motor error and prime alarms. Customer's blood glucose reading is 137 mg/dl. Customer states that drive support cap is protruded. The displacement test failed. Advised customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to protruded/loose drive support disk. No prime alarm noted. Motor passed motor test. The insulin pump had a scratched display window and a broken belt clip slot.